Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent anterior lumbar interbody fusion and poterolateral fusion surgery on the lumbar region of her spine from vertebrae l5 to s1. "The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutter)." Post-op, patient allegedly had "increasingly severe low back pain, with radiation of pain into her right leg and foot". On (B)(6) 2014 revision surgery was done due to severe pain and symptoms. Patient "continues to experience chronic and constant low back pain, with shooting pain down her legs she experiences difficulty lifting, and going up and down steps. She is practically bed bound and requires daily pain medication".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: l5-s1 degenerative disk disease with central disc herniation resulting in back and bilateral thigh pain. The patient underwent following procedures: l5-s1 anterior lumbar discectomy, l5-s1 anterior lumbar fusion, l5-s1 application of anterior interbody device, sized 12 mm height small cage, l5-s1 anterior lumbar instrumentation using size 21 mm length plate and four screws, l5-s1 fusion using a fusion supplemented with 12 mm of rhbmp-2 at a 1.5 mg/ml concentration placed on absorbable collagen sponges supplemented with bone graft 10 ml and graft on flexed demineralized bone matrix. As per operative notes, ¿a size small 12 mm high cage was placed into the l5-s1 disc space. Anterior, posterior and lateral fluoroscopy was used to confirm its placement. This appeared to be appropriate size. Disc height elevation at l5-s1 and the cage took up most of the intervertebral disc space. I chose this cage. This was cage was filled with 8 mg of rhbmp-2 at standard 1.5 mg/ml concentration placed on absorbable collagen sponges. This was supplemented with approximately 4 ml of bone graft. This cage was then impacted under direct visualization into the disc space. Its placement was checked with fluoroscopy. We then placed another two sponges with 2 mg of rhbmp-2 on each sponge into the left lateral gutter and supplemented this with another 3 ml of bone graft. Over this, we placed demineralized graft flecks bone matrix to keep the bone morphogenic protein within the disc space. No intra operative complications were reported¿.